Manufacturer narrative:
An event of patient device interaction problem associated with residual shunt was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, a root cause of the reported patient device interaction problem with residual shunt could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 20mm amplatzer amulet left atrial appendage occluder was implanted. The patient's landing zone measurements were minimum orifice 21mm, maximum lz 13mm. The sizing of the amulet was determined via 2d intracardiac echocardiography (ice). The close criteria were satisfied at time of implant. No leak was detected during or immediately post-implant of the amulet. On an unknown date, computed tomography (CT) showed potential leak around the disc. It was unknown if treatment was provided. The amulet remains implanted in good position. The patient was reported to have been discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.